Manufacturer narrative:
B5: it was confirmed that the dissection observed was in the abdominal aorta. Film analysis: the reported dissection was confirmed on the provided films; however, the cause of the event could not be determined. The absence of pre-implant cts limited the ability to thoroughly evaluate the pre-implant anatomy. Additionally, procedural angiogram videos showing the advancement of the delivery system into the abdominal aorta and the exact moment when the dissection occurred were not available for review. While the cause of the event cannot be conclusively determined, there is a possibility that the observed significant infrarenal neck angulation, in combination with the reported calcification, may have been contributing factors to the dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etbf2516c145ee stent graft was intended to be implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that during the index procedure, while the stent was being delivered into the abdominal aorta, an angiography was performed to confirm the stent's position and during this process, a dissection was discovered. There was no rupture observed in the outer layer of the aorta. The attending physician decided to stop the procedure, withdraw the main stent, suture the wound, and transfer the patient to the CT room for further enhanced CT examination. No further treatment for the dissection has been performed to date. Per the physician, the cause of the event is undetermined. The pre-implant CT showed no signs of dissection. It was noted that there was calcification and tortuosity of the aneurysm neck ; however, it is uncertain whether these factors contributed to the event. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.